Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v251861, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 06-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The caller wanted to know if the patient¿s programmer could be used with a new implant. It was reported that the patient had not used the device in ¿several years¿ as the wire was not functioning. It was noted that the patient had exhausted medications and the urinary issues had become exaggerated as the device was now dead. It was recommended that they follow up with their healthcare provider for device replacement. No further patient complications are anticipated or expected as a result of this event.